Event description:
Received medwatch # 1010738 3/3/97 stating "endoscopic reloadable linear cutter did not fire." 3/13/97 spoke with sales rep who was advised by risk manager reported these to FDA in april of 96 and instruments are no longer available.